Event description:
Customer reported broken handles on the c-arm. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the handles. System operates as intended.